Manufacturer narrative:
A philips bench repair technician evaluated the device and confirmed the reported problem, which was completely localized to the therapy pca. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy board.

Event description:
It was reported that the device experienced pacing and defibrillation failures in the operational check. There was no reported patient involvement.